Event description:
It was reported that during a routine calibration check, the biomedical engineer found that the output was out of specification. The epg (external pulse generator) had low amplitude measurements, very close to the low limit tolerance, at about the 10ma (milliamp) setting on both the atrial and ventricular channels. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, no electrical anomalies were found during functional or bench testing. Analysis did find that the upper case, lower case, side bail covers and battery drawer were broken, the ring cover was contaminated and the lead flex cover was corroded.